Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the aiming beam was observed to be forward-firing / "fire straight" @59,315 joules of use and 12 min 23 sec. The procedure was completed using a second fiber. Patient outcome: "no patient injury reported; there were no injuries."

Manufacturer narrative:
Refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.